Event description:
A female received op-1 implant combined with calstrux for an l3/4 posterior lumbar interbody fusion and instrumentation for l3/4 posterior lumbar interbody fusion and instrument for l3/4 disc and facet degeneration. Cages at l3/4 filled with product. Remaining was placed in the very anterior-most part of the disc space prior to driving in the second cage. Routine post-operative CT scan prior to discharge from hospital showed that putty had migrated within the spinal canal, necessitating reoperation and aspiration of liquid putty. According to the surgeon, the pt has failed to fuse at the l3/4 level, and may require an add'l re-operation. The surgeon suspects the events were related to the use of the products. Add'l info will be requested.